Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that prior to being capped, externalized conductors were observed on the lead via diagnostic imaging. No electrical anomalies were detected. Patient was asymptomatic. The lead was capped during device change out for normal eri.

Manufacturer narrative:
Required intervention to prevent permanent impairment damage (devices).

Event description:
It was reported that the lead was capped due to insulation break.